Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation papers received. Doi: (B)(6) 2008 unk side; dor: none reported; patient residence: (B)(6). (B)(4) is a reopen of (B)(4) due to receipt of the following information: update may 1, 2018: asr litigation records received. Litigation alleges pain, stiffness, emotional distress, discomfort, and weakness, limited mobility and physical activities. Patient suffers from anxiety about the recalled hip implant, the toxicity of the metal in the body, and the consequent need for medical monitoring. Updated unknown hip implant to unknown head. Added unknown cup, stem and sleeve since this is an asr component. Corrected the date of implant and added the date of revision. Added associated contact, revision hospital and facility name. The correct side for this complaint is the right hip. Doi: (B)(6) 2008 : dor: (B)(6) 2018 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to failed right total hip. Operative notes reported that there was a small amount of metallosis with the nodular tissue around the base of the femur and acetabulum.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b2, b5, b7,d4 (expiration date), d11, h6 h6 patient code: no code available ((B)(4)) was used to capture emotional distress and device revision or replacement. Product complaint # ==> (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.